Event description:
The reporter called to complain on behalf of her husband. She reports that, after an accident at his job, the husband had the medtronic synchro med pump implanted in him to help control the pain. The device worked well for a while and then started having lots of problems. After consulting with dr (B)(6) of (B)(6) the anesthetist who carried out the procedure, he did not want to do anything with it anymore. With all her frustration she went on to research about the device only to discover it was a recall item on the FDA website. According to the MFR which she later contacted, they had contacted the doctor and informed him about the recall and recommended that a revision surgery be carried out. Also the specifications on the device said the device has to be replaced every 5 yrs and that the device will automatically shut down after 7 yrs. The dr. Ignored all those facts and did not intervene even when her husband complained of pain and was having numerous side effects including loss of consciousness. The doctor declined to perform the surgery and extract the device saying, per the cardiologist advise her husband had only about 80% change of surviving and he will need a higher percentage than that to undergo the procedure. Moreover, the doctor will not release her husband's medical records. Instead of him doing the revision surgery he recommended a pain clinic and suggested her husband was suffering from copd and not the side effects of the implanted non functional recalled pump with dead batteries. She believes this doctor is to blame for all the pain and suffering her husband and the family have had to go through. She laments he is the expert but he did not care about FDA's or MFR guidelines before implanting this device in her husband's body. "Medtronic and this doctor have to pay for this. The public should not have to suffer from products like this and doctors who don't care about their pts."